Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left anterior descending artery. The patient presented with sudden chest pain for 45 hours and was diagnosed with acute myocardial infarction. Coronary angiography and stent implantation was performed on the same day. A 2.0x15mm maverick balloon catheter was advanced for dilatation; however, advancing difficulties were encountered and the shaft was fractured. The device was removed and another 2.0x15mm maverick balloon catheter was used and successfully completed the procedure. No patient complications were reported and the patient's status was stable.